Event description:
It was reported to medtronic minimed that the customer reported the pump clip rail was worn, there was a crack on the casing, scratches on the screen, the battery was not lasting on the pump, the battery failed alarms on the insulin pump, there was an insulin leak at the bottom of the reservoir, it was louder during rewind on the pump, it had to rewind multiple times, the insulin flow was blocked on the pump, and the buttons were harder to press. Also, the customer reported the change sensor alarms, sensor updating, and the transmitter battery not lasting. The customer reported no adverse event. The event involved product(s) mmt-7841zn, unk_reservoir, mmt-1884, mmt-7040a, and mmt-398a. Troubleshooting was not performed, and it was unknown whether the past event flow block issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, unk_reservoir, mmt-1884, mmt-7040a, and mmt-398a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.